Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the surgeon's follow-up response, "repair attempted but clear it would not be durable."